Event description:
Rptr states that the pt had a "pca" primary patella and tibial insert revised for unknown reasons. Subsequent to the revision, the pt experienced a supracondylar femoral fracture which was treated with an "ace" retrograde supracondylar nail. The surgeon believed that the nail was left a bit "proud," or it moved distally post-operatively. As a result, the nail was in contact with both the patella and the tibial insert which caused abrasion to each. The supracondylar nail was moved further proximally and relocked. The tibial insert and patella were then replaced uneventfully.